Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the power indicator light would turn off after couple seconds and the monitor won't turn on. There was no reported patient or user involvement and no adverse patient/user impact.